Manufacturer narrative:
Final analysis found a partial lead was returned in three pieces; the connector piece measuring 9.5 cm, the middle piece measuring 26.8 cm and the distal piece measuring 16.6 cm. Insulation was separated from 19.1 cm to 25.7 cm in the middle piece and outer coil was fractured in this region due to clavicular crush. The damage found in this region most likely contributed to the reported complaint from the field.

Event description:
New information noted that the atrial lead also exhibited low impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise due to clavicular crush. The lead was explanted and replaced. The patient was doing well post procedure.